Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 555 mg/dl. The customer declined trouble shooting and assistance with the help line. The customer did not mention any treatment or how the high blood glucose occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.